Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The delivery device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device was not returned. Blood was observed on and in the delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in complete unfold state. Traces of blood were observed on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the return condition of the device, the reported complaint "premature deployment" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm after it was loaded and handed to the surgeon, it "went off in the surgeon's hands" and he claimed "he did not press the button." I will be following up to in-service on properly loading the heartstring and making sure that the safety is on before handing to the surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The patient was fine since the issue occurred prior to use. They competed the case by opening a new heartstring.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm after it was loaded and handed to the surgeon, it "went off in the surgeon's hands" and he claimed "he did not press the button." I will be following up to in-service on properly loading the heartstring and making sure that the safety is on before handing to the surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The patient was fine since the issue occurred prior to use. They competed the case by opening a new heartstring.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm after it was loaded and handed to the surgeon, it "went off in the surgeon's hands" and he claimed "he did not press the button." I will be following up to in-service on properly loading the heartstring and making sure that the safety is on before handing to the surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The patient was fine since the issue occurred prior to use. They competed the case by opening a new heartstring.